Event description:
The customer reported that the pink slide insert was not visible in the viewing window.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.